Manufacturer narrative:
The insulin pump received with button error alarm and intermittent act button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 110 mg/dl. The customer stated that she was trying to give self insulin then got an alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.